Event description:
It was reported that the patient experienced hyperglycemia while at school, with a blood glucose of approximately 300 mg/dl, after a morning infusion site change for the ilet system; a bent cannula was suspected at the abdominal site left of the umbilicus, and the patient¿s parent planned an immediate site change. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included product-use troubleshooting and education with guidance to replace the infusion set and verify proper insertion. Investigation of this case revealed a likely infusion site or cannula insertion issue consistent with disrupted insulin delivery, with cause not conclusively identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.